Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported "network card issues" event was confirmed and is attributed to defective wireless network cards. An internal and external inspection was conducted on the returned suspect pcus; the wireless network cards on both units were found to be defective. The wireless network card of each suspect pcu was replaced with a functional unit from the facilities. A bd facility network configuration was loaded onto each pcu. Upon powering on, the pcu¿s did not display any error code, and both devices connected to the network without any issues. The suspect pcu¿s passed all the preventive maintenance tests in alaris system maintenance (asm) (v12.5). After completing the tests, the original wireless network cards were reinstalled on the units. The facility reported a problem with the network card; no date or time was provided. Between 14apr2025 and 25mar2026, pcu module 8015 s/n (B)(6) experienced repeated communication malfunctions, recording error code 600.6870.5 (cib communication error, log only severity) a total of 393 occurrences during this period. Between 31jul2025 and 25mar2026, pcu module 8015 s/n (B)(6) also showed recurring communication issues, with error code 600.6870.5 (cib communication error, log only severity) logged 245 times. The bd alaris user manual v12.3.2 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported "network card issues" event was determined and is attributed to defective wireless network cards, as the issue did not persist after the network card was replaced. Note that this report lists imdrf annex a070504, g02002, c02, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) pc units had network card issues. There was no patient harm.